Event description:
Kimberly-clark received a report from (B)(6) stating the enteral feeding tube burst. The enteral feeding tube was replaced endoscopically. Additional information received on (B)(4) 2014 states the user facility uses ordinary tap water for inflating the enteral feeding balloon. The user facility inflates the enteral feeding balloon with 8-milliliters of water. The facility reports they usually check the balloon fluid contents once a week. No additional information was provided in regards to the patient's status. This is the fourth of six reports for the same patient involving six separate products. Refer to report 9611594-2014-00136 for the fifth report.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. (B)(4).